Event description:
It was reported that the distal cover came off and was then recovered during a therapeutic endoscopic retro cholangiopancreatography. The same device was used to complete the procedure and there were no reports of further patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifiers: 128075 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: metal and plastic parts of the cap have peeled off a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the metal and plastic parts of the distal cover have peeled off, olympus presume that the event occurred because the metal part did not move when the cap was turned. The cause of the peeling was thought to be aging deterioration, as the cover was worn with use. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.